Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the overnight the insulin pump had alarmed them for the battery being low but they did not wake to silence it, causing the insulin pump to die. They then changed the battery but later in the day, they experienced another low battery alert. The customer¿s blood glucose level at the incident was 109 mg/dl. Troubleshooting was performed. The customer will be sent a new battery cap. The device will not return for analysis.